Event description:
It was reported that during the sleeve gastrectomy surgery, could not fire without motor sound . The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect it was battery issue. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch #: 263a48. Component code: (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. During the functional test, the device could not be fired. Further analysis shows a crack on the leg of the bailout door does not allow do contact with the switch. The device was tested for functionality in the straight position with a test manual override, a test reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what caused the damaged on manual override. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.